Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 22-feb-2017 for the following meddra preferred term: rash macular. The analysis in the global safety database revealed 6 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality-safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced sore spots on her buttocks. This event is regarded as anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. As no alternative explanation was provided and considering that steps are currently underway for possible removal, a causal relationship with essure cannot be excluded. In line with health authority's assessment, this case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority ansm (reference number: r1700518) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of rash macular ("sore spots on her buttocks") in a female patient who received essure (batch no. 619537). The occurrence of additional non-serious events is detailed below. Concomitant products included ramipril (triatec) and alprazolam (xanax). On (B)(6) 2009, the patient started essure. In 2012, the patient experienced myalgia ("joint, muscle and tendon pain in the legs, back and hip"), arthralgia ("joint, muscle and tendon pain in the legs, back and hip") and tendon pain ("joint, muscle and tendon pain in the legs, back and hip"). In (B)(6) 2016, the patient experienced hypertension ("high blood pressure / hypertension (on triatec)"). On an unknown date, the patient experienced rash macular (seriousness criteria medically significant and clinically significant/intervention required), muscular weakness ("feeling that her legs give out"), bronchitis ("recurrent bronchitis"), sinusitis ("sinusitis / sinus inflammation"), anosmia ("loss of sense of smell"), nasal inflammation ("nasal inflammation"), nasal dryness ("nasal dryness"), fatigue ("chronic fatigue"), dizziness ("dizzy spells"), feeling cold ("feeling of cold and shivering"), chills ("feeling of cold and shivering"), anxiety ("anxiety"), irritability ("irritability"), mood altered ("mood changes (on xanax)"), muscle spasms ("cramps"), musculoskeletal stiffness ("muscle stiffness"), tendonitis ("recurrent tendonitis"), tendon calcification ("calcifying tendinopathy in shoulders"), sleep disorder ("sleep disturbed by pain"), disturbance in attention ("difficulty concentrating"), mobility decreased ("inability to maintain a position lying down, bent over, sitting, squatting or with arms up for long") and urinary incontinence ("urinary incontinency on effort"). The patient was treated with surgery (steps currently underway for possible removal). Essure treatment was ongoing at the time of the report. At the time of the report, the rash macular, muscular weakness, bronchitis, sinusitis, anosmia, nasal inflammation, nasal dryness, hypertension, fatigue, dizziness, feeling cold, chills, anxiety, irritability, mood altered, muscle spasms, musculoskeletal stiffness, tendonitis, tendon calcification, sleep disorder, disturbance in attention, mobility decreased and urinary incontinence outcome was unknown and the myalgia, arthralgia and tendon pain had not resolved. The reporter considered rash macular, myalgia, arthralgia, tendon pain, muscular weakness, bronchitis, sinusitis, anosmia, nasal inflammation, nasal dryness, hypertension, fatigue, dizziness, feeling cold, chills, anxiety, irritability, mood altered, muscle spasms, musculoskeletal stiffness, tendonitis, tendon calcification, sleep disorder, disturbance in attention, mobility decreased and urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hla-b*27 assay result was genotyping of hla b27 negative. Examinations have not found anything to explain the pain. Company causality comment a female consumer had essure (fallopian tube occlusion insert) inserted and experienced sore spots on her buttocks. This event is regarded as anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. As no alternative explanation was provided and considering that steps currently underway for possible removal is being performed, a causal relationship with essure cannot be excluded. In line with health authority's assessment, this case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.